Event description:
During ptca procedure, when an attempt was made to cross the lesion with the bmw guide wire, difficulty was encountered. When the guide wire was removed, distortion was found. This is being filed based on the returned product evaluation which showed the guide wire had separated.